Event description:
Additional information received reported the event cause was determined. The patient needed reprogramming and repair of the external device. The manufacturer representative (rep) met with the patient. The patient recovered without permanent impairment.

Event description:
It was reported that since implant the patient has had a coupling problem. The patient stated they have to lie on the implantable neurostimulator recharger (insr) to charge in order to maintain coupling. If the patient sits in a chair or tightens the belt then they only get 2-3 coupling boxes. The patient reported they had lost some weight and they are able to move the implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).